Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to printed circuit board. Unit was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure. The customer's blood glucose was 149 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.